Event description:
It was reported that the flip flow catheter valve had cracks in the hub that was inserted into the catheter and picture in the attachment with batch ngjw3053. Due to the value of the product, the customer would prefer not to request a credit note or similar for this, but wanted to report it in case this was a manufacturing defect in this batch. Cracks in the hub that is inserted into the catheter (see picture in the attachment). Batch: ngjw3053.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened and two unopened (with original packaging), flip flow catheter valve bff5. Visual inspection of the provided single photo sample identified a small crack along the tap body of the flip flow catheter valve. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flip flow catheter valve had cracks in the hub that was inserted into the catheter and picture in the attachment with batch ngjw3053. Due to the value of the product, the customer would prefer not to request a credit note or similar for this, but wanted to report it in case this was a manufacturing defect in this batch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.